Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is between (B)(6) 2019. (B)(4). Device evaluation: sample was received cut in three pieces lens inside a petri dish. The lens was observed under microscope and it was observed with debris. Due the condition of the sample received the complaint could not be verified. The lens diopter result obtained from the measuring image quality (miq) electronic system of the test performed when this lens was manufactured, shows that lens serial number (B)(4) corresponded to a 24.78 diopter therefore acceptable results were obtained. A product quality deficiency was not identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was explanted due to missed refractive target, wrong lens size. There was no incision enlargement, no vitrectomy and no sutures were required. No other information was provided.